Event description:
The customer generated falsely elevated clinical chemistry magnesium results while using the architect c4000 analyzer. The following information was provided which was not reported from the laboratory: (mg reference range (1.8 - 2.4)) (B)(6) 2021: (B)(4): initial 7.7 mg/dl, retest 1.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched to resolve the issue. The issue of erratic/discrepant magnesium results for patients and controls appears to be due to a combination of errors in instrument operation. Troubleshooting the issue found bulk solutions were topped off and the wedges were reused. R2 syringe has condensation. Numerous aspiration errors for sample and sample pipettor restricted movement errors were observed. Different samples for the same patient gave elevated and normal results. Some quality control (qc) results were elevated and retests of the same sample cup were within expected ranges. The fsr inspected the instrument and resolved the issue by replacing all bulk solution bottles and wedges, washed cuvettes with detergent a, reran qc and performed precision run for the magnesium assay. No further issues were observed. A review of manufacturing documentation and trending data for the tubing, peristaltic head (rohs) part identified no issues or trends. A review of tracking and trending data revealed no systemic issues or trends related to the erratic result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The customer generated falsely elevated clinical chemistry magnesium results while using the architect c4000 analyzer. The following information was provided which was not reported from the laboratory: (mg reference range (1.8 - 2.4)). On (B)(6) 2021: sid (B)(6) : initial 7.7 mg/dl, retest 1.6 mg/dl no impact to patient management was reported.